Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 12, 2021 with lot number 1822136. Visual analysis of the returned device identified the device was broken shell, missing shell and dark ring. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side radius assessed as surgical impact opening. Missing shell assessed as inconclusive. Photo evaluation: visual analysis of the photographs identified; device patch with lot number 1822136 and an extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.